Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. As a result, motion at the wrist was no longer intuitive. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System logs showed that the instrument was last used on system (B)(4) on (B)(6) 2020 and it had 7 lives remaining. Based on the information provided at this time, this complaint is being reported because the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
It was reported that during a da vinci assisted procedure, the tenaculum forceps instrument would not grip. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to request additional information related to the event. The reporter stated that the patient was female, but no other details related to the event were provided.